Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be reopened should additional data become available.

Event description:
Ous MDR. Approximately 25 months after implant during a routine follow up, the patient was atrially paced and ventricularly sensed. A lead dislodgement was suspected. The device was reprogrammed to vdd mode with appropriate atrial sensing and ventricular pacing.